Event description:
The patient was intubated and on a ventilator. The respiratory therapist arrived to the patient's room to find the ventilator alternately flashing blank white and black (appeared to turn off). The therapist did not believe that the ventilator was ventilating the patient. The patient was ventilated with bag-mask ventilation within the first minute that the ventilator malfunctioned and continued until the ventilator was exchanged for another. No adverse effect to patient.biomedical engineering follow up: monitor display very pixelated. Display problem cleared but could not reproduce. Had gas delivery engine (gde) and enhanced patient monitor (epm) board replaced by the manufacturer under a recall in january of 2012. The unit passed all diagnostic testing and was deemed ready for use. Six weeks later, a service call to the manufacturer was placed and the recommendation was for the monitor to be replaced. The new monitor was installed and passed testing and the ventilator was placed back into service.